Event description:
Sales rep reported revision. Patient was revised to address cup malpositioning, which led to a stem fracture and loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This product did not contribute to the reported event and was reported in error. MFR 1818910 - 2014 - 26294 is being rejected.